Event description:
It was reported that a the cartridge tubing had a visible cut where the tubing was fused to the cartridge. Customer's blood glucose level was 400 mg/dl. Reportedly, the customer replaced pump supplies to resolve the issue.